Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00067 on 03/14/2014 for two false negative troponin patient results. On 06/04/2014 additional information: the patient samples were not available for further investigation. There have not been any further advia centaur xp false negative troponin results now that the customer is mixing patient samples well before testing. A siemens field service engineer (fse) was onsite for system inspection and slightly centered the r1 and r2 probes and replaced the wash probe heads, however it is unlikely that this was a contributing factor as the customer's quality control results were within acceptable limits prior to the fse visit. For specimen collection and handling, the customer is now mixing the patient samples well before testing and has not observed further incidents of false negative troponin results. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the specimen collection and handling states the following: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles." The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False negative advia centaur xp troponin ultra results were obtained by the customer on two patient samples and the results were considered discordant when compared to positive results on two alternate troponin test methods. Troponin testing was performed on both patient samples for the potential of cardiac disease observed in a private hospital. The patient samples were run on an alternate troponin test method and the results were positive. The patient samples were then sent to nearby hospital for verification testing on a second alternate troponin test method and the results were both positive. The positive troponin results were reported. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra results.

Manufacturer narrative:
The cause for the false negative advia centaur xp troponin results compared to the positive results from two alternate troponin test methods is unknown. The customer's quality control results were within acceptable ranges at the time of the discordant results. A field service engineer (fse) when at the customer site observed that r1 and r2 were slightly not centered and the wash station tips had been replaced. The fse performed a sample evaluation study on a patient sample and observed a lower %cv when the patient sample was centrifuged a second time. The cause for the two discordant false negative results may be attributed to sample specimen collection and handling. The fse has instructed the customer to mix the sample tubes after sample pick up. Siemens has inquired if the patient samples are available for further investigation. No conclusion can be drawn. Fse sample evaluation data:without second centrifugation second sample centrifugation mean 0.044 mean 0.036 sd 0.013 sd 0.002%cv 29.0% %cv 5.8%the instruction for use under the summary and explanation of the test states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers,such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." "A positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism." The instruction for use (IFU) under the specimen collection and handling section: " allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 4 hours. Tightly cap and refrigerate specimens at 2° to 8°c if the assay is not completed within 4 hours. Freeze samples at or below -20°c if the sample is not assayed within 24 hours. Freeze samples only once and mix thoroughly after thawing. Frozen specimens can remain frozen up to 1 month in non-frost free freezers. Frozen samples must be centrifuged at 2200 x g for 10 minutes before analysis. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles." The instruction for use (IFU) under the expected results states the following: "the potential range of results for the 99th percentile is 0.02 to 0.06 ng/ml (ug/l) for the advia centaur family of systems, dependent upon sample type, instrument, and reagent lot. As with all in vitro diagnostic assays, each laboratory should establish its own diagnostic cutoff which reflects criteria for ami diagnosis at their institution and is representative of specific populations."